Event description:
It was reported that, preoperatively, during setup for an inguinal hernia procedure, a cable became disconnected when the surgeon console had to be moved for applicable setup, as it was stuck to an overly tight tower power supply cable (tpsc), inadvertently pulling it loose. As a result, the system battery discharged down to ~78% while the carts remained attached. The cable was reconnected, and the tower was shut down to prevent further drain of the uninterrupted power supply (ups). The procedure was converted due to the required recharge time of approximately 22 to 44 minutes. No patient involvement at the time of the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.